Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2008; ilxch181885 stent graft, (B)(6) 2010; ilxch1818135 stent graft, (B)(6) 2010; bfxch2816135 stent graft, (B)(6) 2010. (B)(4).

Event description:
It was reported that the atrial fibrillation burden counter did not represent the atrial arrythmias. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action.